Event description:
It was reported that, after a hemiarthroplasty surgery performed on (B)(6) 2024, the patient went to the emergency of the hospital due to pain during sleep. X rays were performed on an unknown date and a dislocation was found. When the surgeon attempted reduction, there was a noise. A disassociation was found on x-ray performed on an unknown date. Revision surgery was performed on (B)(6) 2024 where tndm bp shl/xlpe lnr 44od 26id and oxinium fem hd 12/14 26 mm +0 were changed to smith and nephew products. Surgery was completed without any delay. Current patient's health status is unknown.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a patient complication related to a product problem with a smith+nephew device. The reported issue(s) relate to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Manufacturer narrative:
H3, h6: the associated devices were returned and evaluated. The visual inspection revealed that a few scratches in both implants. This inspection was conducted using a magnifying glass. A review of the production orders did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history revealed a similar event for the listed part numbers over the previous 12 months, but no similar events for the batches based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the instructions for use documents for endoprostheses systems revealed that care must be taken to assess the viability of the acetabular hyaline cartilage and the presence of any irregularity, anomaly, or surface configuration which may predispose to subluxation and/or dislocation of the prosthesis as a warning. Additionally, revealed in precautions that the correct selection of the neck length and stem positioning are extremely important. Muscle laxity and/or malpositioning of components may result in subluxation or dislocation of the implants. Lastly, revealed that dislocations and subluxations have been identified as adverse effects. A review of the risk management files revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to these products and event. At this time, we have no evidence to conclude that the products failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include surgical technique, size selected and post operative care. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. Additional information: d9, d10 corrected data: d8, h6 (health effect - clinical code).